Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The actual device was returned for evaluation. Quality engineering evaluated the device and the reported condition that the cutter device had a broken tip was confirmed. It was determined that the external features of the returned cutter were visually inspected and observed that the tip of the cutter was broken. The cutter was examined and photographed using 28x magnification. Based on the photographs taken the angle indicate that there was excessive force applied. It was determined that cause of the ¿cutters broke¿ was excessive lateral or side to side force. There is no other data to support an alternate defect to cause this failure. The assignable root cause of this condition was determined to be traced to the user. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Concomitant med products and therapy dates: short attachment device, burr device. Reporter's phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during a vascular anastomosis procedure applied to the head it was observed that the drill bit device broke off right after use while being used with a short attachment device. It was reported that the drill bit device was used for connecting the skull and the dura mater for central tenting. It was reported that there was no delay in the procedure due to the event. It was reported that the procedure was completed with an identical spare device. It was reported that no fragment of the device was left in the in the patient. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.